Event description:
Reporter indicated the pt was seen in the office for a routine visit and system diagnostics performed on the device yielded high impedance, dcdc code of 7, indicating a possible lead break. There are no interventions planned for the pt at this time. Lead discontinuity is the suspected cause of the high impedance event. No serious injury was reported in conjunction with the high impedance.

Manufacturer narrative:
X-rays were reviewed. Review of x-rays did not reveal any obvious discontinuities in the ncp system. Conclusions: device failure suspected but did not cause or contribute to a death or serious injury.